Manufacturer narrative:
The unit was received with a blank display due to a corroded battery cap contact; however, the insulin pump passed all functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The following physical damage was noted: cracked casing at a display window corner, cracked battery tube threads, and minor scratches on the display window.(B)(4).

Event description:
The customer's daughter reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 160 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer did not have any new batteries available to complete troubleshooting with. The insulin pump was returned and replaced.